Event description:
The customer's wife reported that the customer was treated by paramedics for a blood glucose reading of 29 mg/dl. Troubleshooting was performed. The customer's wife stated that the customer's basal rates had recently been adjusted by his healthcare provider. When the history files of the insulin pump were checked, it was discovered that a bolus had been delivered to cover food intake. The customer's wife stated that no insulin should have been delivered for food intake because the customer was not eating at that time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.